Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The investigation is in progress; a supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that after the implant of this 31 millimeter (mm) transcatheter bioprosthetic heart valve there was an observation of a paravalvular leak (pvl). Following post-implant dilatation with a 26 mm balloon the pvl increased and the valve migrated to a location that the physician assessed as being too high. A snare was used to pull the valve into the ascending aorta, and a second 31 mm valve was implanted with no subsequent adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A post-implant dilatation foreshortened the valve, causing it to be in an unacceptable position. The most likely cause of the paravalvular leak prior to the dilatation was the high implant location and incomplete expansion of the valve. The post-implant dilatation caused the valve movement. There was no specific allegation of a device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.